Manufacturer narrative:
This report is to follow up with medwatch# mw5062705. No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"It was reported that the physician was taking out the spleen specimen and the alexis part of the gelport device broke. The two rings came completely apart. We opened an alexis and finished the case with no incidents. Device: applied medical gelport laparoscopic system ref# (B)(4) lot#1262895." Additional information received on july 7, 2016: I put the actual torn ring back in it's box. I am not sure where it tore. It was a while back, so I can't even remember what doctor it was, but I put it in the trend tracker. I included the tt number when I sent it. If I remember correctly, the tear happened as soon as it was put in the abdomen and the only thing it was used for was to retrieve the specimen by hand. No trocars or instruments were put directly through the gelport. The incision was not measured, unsure if the incision size is greater than 9cm. When the alexis was opened, it fit properly. The alexis was taut but I cannot say whether it was rolled inward or outward. Type of intervention: "n/a." Patient status: "n/a."

Manufacturer narrative:
This report is to follow up with medwatch# mw5062705. The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.